Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the driver failed when used to insert a needle. The green battery light was lit, driver stalled, and pilot led went off during use. The patient survived and is on (B)(6). There was extensive medical intervention with this patient; two more io's were inserted with a functional device. The device was showing a green pilot light prior to use then stalled when applied to the patient.